Manufacturer narrative:
The reported device was received for evaluation. An analysis of the customer provided image showed a broken proximal body. A visual inspection revealed the device was not returned with original packaging and the device has debris on it. The inserter device is missing distal implant and the proximal body are detached from device. Distal implant has significant amount of scaring or markings on it and the proximal body is broken in 2 pieces. No other physical damage is visible to the device. A complaint history review found similar reported events. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material found there are requirements for conformance and a certificate of material analysis is required. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. It was determined the device did not contribute to the reported event. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. This case reports that two months following implantation a revision surgery was performed due to a dislocated anchor. Per the provided implantation report the patient had an arthroscopic supraspinatus tendon suture with two healicoii anchors. The document also notes that the ventrolateral acromion corner had protruding exophytes which represent the mechanical partial cause of the rm tear. The rotator cuff had a reported 8mm long tear. The report also notes an extensive synovectomy at the ventral capsule was performed. It was reported that x-rays within the 2-month period postop showed a dislocated anchor in the subacromial space deep ventrally as an avulsion with dislocation, however, these x-rays were not provided for review. The revision operative report noted ¿the lack of healing of the rotator cuff.¿ the first anchor was retrieved however, due to the malposition of the second anchor a ventral arthrotomy with an open approach was done, and two additional incisions were needed before the second anchor was retrieved. It was noted that ¿a reconstructive attempt can no longer be considered at this time and the operation is terminated.¿ one undated photo of one broken anchor was provided for review. The clinical evaluation concluded based on the limited information provided the clinical root cause of the reported events could not be determined. It was reported that the patient experiences pain and has restricted range of motion. The root cause of the migration of the anchors cannot be concluded as patient factors and tissue quality are unknown. It¿s stated that due to the extensive procedure to remove one of the anchors that a reconstruction of the rotator cuff was not attempted at that time. It is unknown if there is a future plan for this reconstruction. This event is considered ongoing. No further clinical assessment is warranted at this time. Should additional information become available this issue can be re-elevated. No containment or corrective actions are recommended at this time.

Event description:
It was reported that a rotator cuff reconstruction was performed, using healicoil kl pk, 5.0mm sa. An x-ray was performed postoperatively, and it showed that the anchor was in the subacromial space deep ventrally as an avulsion with dislocation, therefore a revision surgery was needed. The anchor was found broken and it was removed arthroscopically by using grasping forceps. A backup device was not required. Patient shoulder's range of motion is restricted, lifting is possible up to a maximum of 90 degrees, therefore the patient is still in pain.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that a rotator cuff reconstruction was preformed on april, during the surgery it was used a healicoil kl pk, 5.0mm sa, self-taping. An x-ray was preformed and it showed that an anchor was dislocated, therefore a revision surgery was necessary and it was preformed on june. The joint was opened and the healicoil anchor was broken, it was recovered in three individual parts using grasping forceps. A delay greater than 3 hours was reported. A backup device was reported as available. Patient shoulder's range of motion is restricted, lifting is possible up to a maximum of 90 degrees, therefore the patient is still in pain.